Event description:
It was reported that during a cholecystectomy procedure the clip was used on the cystic duct and fired successfully. The next firing the clip was malformed. There was no patient consequence.